Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker was in backup mode. The pacemaker was successfully reset to normal setting. There were no patient consequences.